Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown , pain, fever, hardening, body aches , deformity, severe swelling and lumps.

Event description:
Patient representative reported "plaintiff underwent a bilateral breast augmentation in which allergan profile gel implants were surgically implanted. Following that surgery, plaintiff underwent several surgeries to address and attempt to repair severe swelling, lumps, pain, fever, body aches, deformity, capsule contracture and hardening, and other serious symptoms. After consulting another surgeon for the aforesaid symptoms and ongoing issues with the aforedescribed allergan implants, plaintiff underwent another surgery which included bilateral replacement of the aforedescribed allergan implants." This record is for the right side. The device has been explanted and replaced.